Event description:
It was reported that the user intentionally entered meal announcements smaller than actual intake more than 90% of the time after changing diet, requested a factory reset to improve future meal announcements, and sought guidance on correct meal entry. No reported symptoms. Outcomes included provision of low treatment recommendations and user education on proper meal announcement technique. Investigation included remote troubleshooting and user training. Investigation of this case revealed user technique error related to incorrect meal size entry without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error.